Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for new device system implant. During the procedure, the right ventricular lead migrated multiple times after being repositioned. It was noted that the lead exhibited decreased r-wave sensing and increased capture threshold. The lead was explanted and a new lead was implanted. There were no patient consequences.